Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 32 synergy¿ drug-eluting stent was selected to treat the lesion. However during preparation, the stent dislodged upon removal of the stent protector. The device was not used and the procedure was completed with a 2.25 x 38 synergy drug-eluting stent. No patient complications were reported.